Event description:
Customer reported a pt was receiving the medication norepi via a medex syringe pump. The nurse changed the infusion to the alaris se pump and the pt's blood pressure quickly dropped. Customer stated pt coded and required resuscitation. Nurse changed the infusion back to the medex syringe pump and pt stabilized.